Event description:
It was reported that the patient received several inappropriate shocks as a result of t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred on (B)(6) 2012 at 11:37:13 and 11:37:40. 2 ventricular fibrillation episodes of less than or equal to 200 ms average v-cycle occurred on (B)(6) 2012 at 11:37:43 and 11:39:02.